Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first instrument noted the center bar had retracted in the retainer. Functional evaluation could not be performed due to the center bar in the retainer. Visual inspection of the second instrument noted no abnormalities. The loading unit was received partially applied and engaged in interlock. There were staples protruding from proximal staple cartridge channel. No knife blade damage was noted. Functional testing was performed which included resetting the single use loading unit (sulu) and loading it into the returned instrument. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. Replication of the partial fire condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instruction for use (IFU) states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during laparoscopic right hemicolectomy, the device was fired with no problem. When a loading unit was connected to the stapler, the device would not fire. The stapler was replaced by a new one and the procedure continued. After firing, a loading unit was again connected to the stapler however, it would not fire. The stapler was again replaced to continue the procedure. To avoid the same events, the surgeon used a new stapler and the firing was completed with no problem. There was no patient injury.